Manufacturer narrative:
A)user reported issue was confirmed. Device was found to have a power issue and insensitive keys. The device was repaired and retested to meet all the specifications on 09/15/2015. B) the initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00054_complaint (B)(4)) on 10/25/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported " we have a pump that has intermittently powered itself on several times over the last couple of days. I only noticed the issue upon plugging unit into ac power. I believe it had at some point turned itself on and ran the battery dead, once it was charged it began cycling intermittently". No patient was involved in this case.